Event description:
It was reported that a patient underwent a breast lumpectomy procedure on an unk date and topical skin adhesive was applied to the skin closure. On the first night post-operatively, the patient experienced, severe pain with skin discoloration. The patient experienced severe skin necrosis. On post-operative day five, the surgeons aspirated the site, removed the skin adhesive with forceps and pealing and cultured the site for bacteria. No bacteria were present. The patient was treated with local wound care. Currently, the wound is fully healed but there is significant scaring on the patient's breast.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.